Event description:
The nurse was pushing the hoist out of a bathroom (without a pt), as the hoist went over a carpet strip in the doorway, the battery fell out and hit the nurse on the foot. No bones were broken but the foot is bruised. One person involved.